Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a uv flash transfer set. The patient connector would not connect with the titanium adaptor well, when the customer changed the transfer set. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed and the titanium adapter and patient connector were difficult to connect. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, a lab titanium adapter was hand tightened to set with difficulty noted. A batch review could not be performed as the lot number was unknown.